Manufacturer narrative:
3/16/1998-supplemental report #1 submitted to FDA.

Event description:
The product was used during a sigmoid resection procedure. Reportedly, the instrument did not cut. The surgeon manually sutured to complete the procedure. The hosp has reported no pt injury occurred.